Event description:
It was reported that during left ventricular assist device (lvad) implant surgery that there was severe bleeding at the aorta that needed repair during outflow graft anastomosis. A right ventricular assist device (rvad) was required.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B2: outcomes attributed to adverse: corrected. D1: brand name: corrected. D4: catalogue number: corrected. D5: operator of device: corrected. D4: primary UDI number: corrected. H4: device manufacture date: corrected. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events cannot be conclusively determined through this investigation. During the implant procedure, after the outflow graft was anastomosed, there was severe bleeding at the aorta that required repair. The surgical team initialized (B)(6) but determined they needed to insert an rvad (right ventricular assist device). (B)(6) was stopped, the rvad was inserted, and (B)(6) was then restarted. The patient's chest was closed, and they were transferred to the intensive care unit. The patient remained ongoing on (B)(6) until they expired in november 2019 (refer to MFR. Report # 2916596-2019-05515). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists bleeding and right heart failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.